Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that a battery was included with the customer¿s device and was tested with the device. The display did not work. Though the led worked without any issue. A test battery was used with the customer¿s device and there were no problems found with the device. It was reported that the device display was blank. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the videolaryngoscope had a black screen. It was unknown if there was patient involvement at the time of the reported event.